Manufacturer narrative:
Device evaluation visual inspection: the filter was extending out passed the green delivery catheter tip. No damage noted to the filter. A detachment was noted on the catheter. No damage observed to the blue recovery catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a spider fx embolic protection device during a procedure to treat a fibrous and plaque lesion in the patient¿s proximal common carotid artery. Slight vessel tortuosity and calcification are reported. Lesion exhibited 70% stenosis. IFU was followed. Vessel pre-dilation was performed. During advancement of the device resistance was felt and the delivery catheter is reported to be broken. The tip of the device could not be pushed normally. The tip of the delivery catheter is reported to have deformed. A kink was not present on the tip of the device. Excessive force was not used. It is reported that no detachment or separation of the tip occurred. The device was replaced with another spider fx of the same lot to complete the procedure. No patient injury reported. When the device was returned it was noted the catheter had detached.